Event description:
I had the essure implants in 2012. Ever since I've had it down I've had nothing but problems. Hip pain, nausea, lower back pain, very heavy periods that sometimes last 10 days. Now im an anemic. I also may have sjogrens syndrome. The list goes on. I have not felt the same ever since I have received these implants. I've been seeing a rheumatologist since 2013.